Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed no motor movement. Customer cannot recall their blood glucose reading. Customer could not rewind the insulin pump. Troubleshoot was performed. Customer checked the history of the insulin pump and found only no motor movement alarm. Customer was advised to to discontinue from the insulin pump and revert to back up plan per healthcare provider instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit was received with constant pump error 38 alarms during rewind due to moisture damaged on motor assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test or verify pump error 35/37/39/40/41/43/79/80/82/130 due to pump error 38. Unit was received with moisture damage electronic assembly on printed circuit board, scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture.